Manufacturer narrative:
Ge healthcare's (gehc) investigation has been completed. It was initially reported that the customer had experienced difficulties in using the e-nmt module. The e-nmt module was installed in (B)(6) 2019; the customer site elected to perform their own training. It was noted that in (B)(6) 2019, a user admittedly did not obtain baseline tof (train of four) values before paralytic medications were administered thus the tof value was not correlating to the hand twitch count. The device was determined to be functioning as designed, no indication of hardware/software malfunction. After providers began voicing concern over the functionality of e-nmt modules, multiple training sessions were offered on site for providers by gehc. The customer did not describe any adverse events related to this issue until filing a medwatch report. In report (B)(4) the customer describes their providers reporting mismatches between the bar graph depiction and percentage displayed for degree of neuromuscular block while utilizing the e-nmt module. Per the customer this led to over-administration of paralytic agents due to false indication that patient is inadequately paralyzed. In follow-up communication it was learned that patient 1 required extended recovery time with increased monitoring, additional medications (analgesia/neruomuscular blockade reversal agents), and increased respiratory support (bag mask ventilation). There was no long term harm to the patient. Root cause of this event was determined to be due to use error (customer-delivered training, not obtaining a reference value prior to starting, use of non-qualified electrodes).

Manufacturer narrative:
Incident date: per the site reporter the event occurred in (B)(6) 2019 device identification number and device evaluation: customer site cannot confirm specific device serial number in use during described event. (B)(4). Ge healthcare's investigation of the described event is ongoing at this time. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reports that medical intervention was required to prevent permanent bodily harm due to administration of a paralytic agent based on inaccurate device readings.